Event description:
Pt was urgently admintted at 4:00am in 2002 with acute myocardial infarction. The pt was diagnosed with an 80% stenosis in a sole supporting saphenous vein graft to the lad artery. A 190cm long filter wire ex system was used and crossed the lesion but it was difficult to deploy the filter wire protection wire from the delivery sheath. The sheath seemed to be stuck on the wire. With difficulty the sheath was then separated from the filter wire protection wire however, an express 2 stent (3.0mm x 16mm long) would not cross the lesion over the filter wire. The entire device was removed and the same stent was deployed over a regular ptca guidewire. Unfortunately, the pt continued to deteriorate and expired during the procedure.